Manufacturer narrative:
Device evaluation: the spider fx capture wire was returned. The filter showed traces of the biological debris with the filter mesh. No damages to the filter assembly components were noted. The capture wire was bent in a loop approximately 46.5cm from the distal tip. The loop sowed the ptfe was scraped off, likely due to encountered friction during attempted removal of the hawkone. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone with a spider fx 7mm and a terumo sheath and a 0.35 guidewire, to treat a heavily calcified lesion with 70% stenosis in the left mid superficial femoral artery. The device was prepped as per IFU with no issues noted. Artery diameter 6mm, lesion length 200mm. It was reported during the procedure the guidewire was wrapped around the hawkone and resistance was encountered removing the device from the patient but was ultimately removed through the sheath. It was reported that the cutter was in the housing during removal. The procedure was completed with dcb. No injury to the patient reported. When the spider device was returned to the manufacturing facility for evaluation, it was noted that the device was damaged.

Manufacturer narrative:
Supplemental regulatory report (B)(4) was submitted with the incorrect aware date of 30.11.2018. This has been corrected to 11.02.2019 if information is provided in the future, a supplemental report will be issued.